Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements in bipolar configuration. An invasive procedure was performed. A conductor fracture was suspected, however not confirmed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis and a fracture was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.